Event description:
Additional information received identified that all patient's symptoms have resolved.

Manufacturer narrative:
B3-date of event is estimated.

Event description:
Related manufacturer reference number 3006705815-2024-03036. It was reported that during a trial lead removal on (B)(6) 2024, infection confirmed at the lead incision site. The site was drained, and patient was prescribed oral antibiotics. On (B)(6) 20244, patient presented with chills and fever and was admitted in the hospital. Additional information is pending.

Manufacturer narrative:
An infection was reported to abbott. It was determined that during a trial lead removal, infection confirmed at the lead incision site. The site was drained, and patient was prescribed oral antibiotics. The patient presented with chills and fever and was admitted in the hospital. All patient's symptoms have resolved. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.